Event description:
Patient reported right side deflation confirmed by healthcare provider. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:analysis of the returned device identified: wear abrasion, creases fold, opening linear on anterior and radius and yellow particles inner device. Leak test and microscopic analysis was performed which identified: striated opening on anterior, opening crease smooth on radius and observed void 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. An opening crease smooth on radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.